Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called and stated that he was not feeling well and that his urine was dark. He was asked to go into the clinic. The patient's powers were evaluated from the mid 3's to the mid 7's and his flows were up to 10 ipm. The hospital staff noticed in the history that low flow alarms occurred 2 days prior. The alarms were reportedly not audible to the patient and were only in the history. The patient was administered heparin and a surface echo was performed which showed a possible clot. The tee showed no clot at the inflow but possible bidirectional flow from the inflow. The patient was placed on the transplant list as a 1a but his hemodynamics were not stable so a decision was made to exchange the patient's pump. Only the pump was exchanged, the inflow conduit and outflow graft remain implanted. It was also reported that a "grainy type liner on the inside of the pump" was noted.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.